Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to infection. Previous information reported about this patient noted the patient required pacing and a transvenous system was implanted instead. No additional adverse patient effects were reported. The explanted products were not returned to boston scientific.